Event description:
During the procedure, part of the jaw of a harmonic scalpel fell off into the surgical site. The jaw was subsequently removed from the surgical site with no pt injury or adverse event reported.

Manufacturer narrative:
Upon receipt, the instrument was visually inspected (unaided and microscopically aided) and found to have its jaw (pad/arm subassembly) detached. The prongs or hinge structures located at the distal end of both the external and actuating shafts were found to be visibly bent outwards relative to the scalpel rod. The prongs on the detached jaw were aligned and no damage was observed on either the blade or the teflon pad. The returned device passed functional testing, including testing with a generator console. The cause of damage to the device and root cause of failure is indeterminate. The device history record indicated that the device was in proper operating condition prior to release.